Event description:
Patient reported obtaining a blood glucose result of 416 mg/dl while using the suspect device. Patient's blood glucose was reportedly retested 2 minutes later, on a hospital blood glucose monitor, with a result of 92 mg/dl. Patient was not treated based on the value obtained on the suspect device. At the time the results were obtained, patient was being treated for a staph infection. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.